Event description:
It was reported that the patient underwent elective decompression and fusion of lumbar spine at l3-l5 to treat spondylolisthesis post work-related injury. The patient received antibiotics, dilaudid and fentanyl during surgery. Reportedly the patient did very well post-operatively but had difficulty with pain management and minimal movement. The patient reported numbness and pain in the lower legs and buttocks. The patient was given morphine, vicodin, percocet, and ms-contin for pain relief and robaxin to aid mobility. Additionally the patient was given medication to relieve constipation, heartburn and insomnia and bronchodilators for wheezing. The patient was no longer able to walk at a past pace and had to rely on either a cane or walker to ambulate. The patient reported diminished sexual drive, sexual dysfunction and urinary incontinency. The patient additionally reported difficulty sleeping. Radiographic imaging performed approximately 6 months post-op indicated residual bony stenosis that "may represent extravasation of some of the bone graft material, especially on the right side". The patient has solid fusion l3-l5.

Manufacturer narrative:
(B)(4). The device or applicable imaging studies have not been returned to medtronic for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: patient had been diagnosed with a psychiatric condition which includes some degree of cognitive impairment in terms of dealing with attention, concentration and memory. Patient complains of numbness from waist down numbness in butt and legs. Pain in feet. On (B)(6) 2010: patient had complaints of lower back pain, right knee pain, calves, ankles, feet, toes are numb on both legs, more on the right than on the left. Balls and penis are numb, shooting pains in feet. Psychological or emotional symptoms: not having sex and being in pain. Trouble in concentrating for very long. Getting aggravated and irritable.

Manufacturer narrative:
(B)(4). No as per image review, the finding of the analysis were - on (B)(6) 2010 chest x-rays two pa upright films show normal cardiac shadow, normal diaphragm shadow, normal lung fields and bony anatomy. Film appears slightly under penetrated. Lateral view shows moderate disc space narrowing and arthritis. On (B)(6) 2010 right knee x-rays ap and lateral views of the right knee status post total knee replacement. Femoral component may by slightly translated laterally however q angle and general femoral-tibial alignment is maintained. The lateral view verifies this is a n on-cemented joint replacement. Gas bubbles are noted within the joint behind the patella and within the quadriceps tendon suggesting these views were obtained a short time postop. On (B)(6) 2010 pv ultrasound venous lower no spinal anatomy imaged.

Event description:
Per medical records, it was reported that on (B)(6) 2009 the patient presented with the complaint of difficulty voiding and erectile dysfunction. The patient reports urinary frequency, nocturia and decreased firmness of the penis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1993: patient underwent x-ray of lumbar spine. Impressions: postoperative c5 -c7 laminectomy. Degenerated discs, c5-c6 and c6 -c7, with associated spurring and foraminal narrowing. (B)(6) 1996: the patient underwent x-ray of cervical spine. Impressions: postoperative c5 -c7 laminectomy. Degenerated discs, c5-c6 and c6 -c7, with associated spurring and foraminal narrowing. (B)(6) 1996: the patient presented with MRI of cervical spine. Impressions: resolution of previously noted right - sided c7 -ti disc herniation with no significant residual c8 nerve root compression. (B)(6) 2002: lumbosacral spine and right knee radiographs. Impression: on the lumbosacral spine, minimal discogenic disease at l3 -s1. There is associated hypertrophic spurring of the vertebrae. Right knee impression: hypertrophic degenerative changes with soft tissue swelling. No definite acute fractures. There was mild medial subluxation of the femur on the tibia. There was moderate narrowing of the joint space, medially with associated varus deformity. Calcific loose bodies are seen over the anterior and posterior portions of the joints. (B)(6) 2008 patient admitted injury to his low back, but he has claimed injury to his mid and low back, as well as his right knee. (B)(6) 2010 the patient presented with complaints of mild back, low back and right knee pain. (B)(6) 2010 the patient was diagnosed for: depressive disorder, pain disorder associated with both psychological factors and a general medical condition, male erectile disorder, 1. Status post lumbar laminectomy, 2. Status post cervical laminectomy /discectomy x 2 (1987, 2002),3. Status post left knee surgery x 3. 4. Status post right knee surgery x 3. 5. Urinary urgency and penile numbness, onset 2009 psychosocial and environmental stressors - chronic low back pain with lower extremity numbness, prolonged absence from workforce, financial stress, urologic symptoms and global assessment of functioning (B)(6) 2010 the patient presented with complaints of right knee pain and back pain. (B)(6) 2010: the patient went for an office visit. The patient complained of bucking of knee, lower back pain as well as numbness in the lower extremity post op right knee surgery ((B)(6) 2010). (B)(6) 2010: the patient underwent: helical acquisition on the multi detector siemens volume zoom CT scanner. Mpr post processing was performed for interpretation. (B)(6) 2011 patient underwent MRI of the lumbar spine without and with intravenous gadolinium. Impression: 1) the patient has had both an intervertebral and posterolateral fusion at l3-4-5. The integrity of the fusion cannot be assessed by this MRI alone. There was a moderate degree of central canal stenosis at l3-4, a moderate to moderately-severe canal stenosis at l4-5 due to bulging of the intervertebral discs, dorsal epidural fat deposition and facetal arthropathy. 2) severe right l4-5 neural foraminal stenosis. 3) severe bilateral neural foraminal stenosis l5-s1 as a result of intraforaminal protrusions of the l5-s 1 disc. 4) moderately-severe central canal stenosis l2-3 due to a bulging disc, dorsal fat deposition and large facet joints. (B)(6) 2011: patient underwent lumbar myelogram test. Impression: 1) anterior and posterior fusion without instability at l3-4 and l4-5. 2) moderate to severe degree of central stenosis at l2-3 with moderate central stenosis at l3-4 and l4-5. 3) arachnoid adhesions with decreased opacification of the nerve root sleeves at l3-4, l4-5, and l5-s1. 4) please see associated report CT scan status post myelogram for additional and complete details. Patient underwent CT scan of the lumbar spine with contrast status post myelogram with 3d reconstructions. Impressions: 1) moderate to severe degree of central stenosis at l2-3 with moderate central stenosis at l4-5. 2) severe bilateral foraminal stenosis at l5-s1. 3) there is calcification in the right lateral recess at l4 resulting in a moderate degree of right foraminal stenosis. 4) arachnoid adhesions. (B)(6) 2015, patient presented for lab assessment. (B)(6) 2015, the patient presented for regadenoson stress electrocardiography. (B)(6) 2015, the patient presented for carotid and vertebral duplex study. Impression: mild bilateral carotid disease. (B)(6) 2015, the patient presented for chest pain treatment and underwent CT. (B)(6) 2015 & (B)(6) 2015, the patient presented for home health follow up. The patient was refilled with medicine. The patient reported ear pain, shortness of breath when walking, cough and wheezing. (B)(6) 2015, the patient presented for follow up. (B)(6) 2015 & (B)(6) 2015, the patient presented for treatment of his persistent cough. He was prescribed with medicine and x-ray examination.

Manufacturer narrative:
(B)(4). Image review: (B)(6) 2009 post op l spine ap/lateral x-rays show instrumentation placed from l-3 ¿ l5 with interbody material present at l3-4, l4-5. Procedure performed through two paramedian incisions. Hardware placement appears appropriate. Narrative impression. Limited follow up study data provided. Initial post op imaging looks fine. Root cause: indeterminate.

Event description:
It was reported that on (B)(6) 2008 he is complaining of persistent left lower extremity radiating pain and numbness, in an l5 distribution, in terms of the posterior left calf, as well as the lateral aspect of the left leg and thigh. Neurological: the patient continues to exhibit signs and symptoms consistent with left l5 nerve root compression: moderate to severe weakness of the long toe "dorsiflexor " (ehl), left lower extremity; moderate to severe pain of the left lateral thigh, leg, dorsum of the foot and first dorsal web space of the foot radiating pain, as well as decreased sensation; decreased/absent medial hamstring/gracilis reflex on the left side. On (B)(6) 2009: preop diagnoses: neurogenic claudication of bilateral lower extremities, right greater than left; l3-4 spondylolisthesis resulting in dynamic instability at that level; l4-5 advanced degenerative disk disease and disk derangement resulting in spinal stenosis; lumbar spinal stenosis without myelopathy severe. Perop: the lumbodorsal fascia was incised. Blunt fingertip dissection was carried out to the junctions of the transverse processes and laminae as well as the facet complexes at l4-5 and l3-4. Next the endoscopic sequential system was brought into the field, and systematic dilation of the soft tissues corresponding to the l4-5 pars and l3-4 pars facet complies on right side was then identified. The operating microscope was brought into the field at this point. Next, using a high-speed drill, a complete facetectomy was performed on the right side. The exiting l3 and l4 root as well as the traversing l5 root was decompressed at each level. The floor of the canal was then palpated and anulotomy was performed using a transforaminal exposure by excising the facet complex. This bone was later used for bone grafting purposes. Next a complete diskectomy at l3-4 and l4-5 was then performed. It should be noted that at both levels severe foraminal stenosis was noted with adhesions of the nerve roots to the ligamentum flavum, and disc space at each level necessitating additional nerve root retraction and neurolsis. Distraction was performed, and after preparation of the disk with sequential reamers, a 12-mm carbon fiber cage which was packed with bone graft which was harvested through a separate fascial incision was advanced into the l3-4 disk space. The cartilagenous end plates of the l4 and l5 vertebral bodies were totally removed, thus completing partial posterior approach to the vertebral carpectomy at those levels. Next, attention was turned to the l4-5 disk space, where the same procedure was carried out with resection of the facet complex. A transforaminal technique was used in order to gain access to the l4-5 disk space. On (B)(6) 2010: the patient went for an office visit. Diagnoses: status post hemi laminectomy, facetectomy and foraminotomy at l4-5 and l3- l4; status post partial posterior vertebral carpectomy at l3, l4 and l5; status post arthrodesis l3-4, l4-5 and l5-s 1; end-stage osteoarthritis, right knee; right knee sprain. On (B)(6) 2010: the patient presented with three and a half months status post right total knee arthroplasty, with the aim of increasing right knee range of motion as well as improving his gait pattern. He complains of occasional buckling of the right knee on a daily basis, which he relates to the muscle weakness from his lumbar spine surgery. On (B)(6) 2010: the patient went for an office visit. On (B)(6) 2010 the patient complains of progressively increasing radicular pain and paraesthesias in the left l5 distribution including the lateral aspect of the thigh and leg with significant and repetitive cramping during the day of the lateral gastrocnemius and calf muscles. The pain then propagates itself to the dorsum of the left foot. Physical examination: left l5 nerve root compression: moderate left weakness of the long toe dorsiflexor (ehl); left lateral thigh, leg, dorsum of the foot, and first dorsal web space of the foot radiating pain, as well as decreased sensation; decreased/absent medial hamstring/gracilis reflex on the left side. On (B)(6) 2011 the patient c/o of lumbar back rom remains painful and limited (B)(6) 2015: the patient went for an office visit for follow up. Diagnoses "status post hemilaminectomy, facetectomy and foraminotomy at l4-5 and l3-l4; status post partial posterior vertebral carpectomy at l3, l4 and l5; status post arthrodesis l3-4, l4-5 and l5-s1; status post right total knee arthroplasty (cemented) posteromedial release, subperiosteal as well as posterior capsulotomy and capsulectomy; partial tear of the rectus abdominis insertion into the symphysis with otitis pubis; diverticulosis of the descending colon and sigmoid." On (B)(6) 1993: patient underwent x-ray of lumbar spine. Impressions: postoperative c5 -c7 laminectomy. Degenerated discs, c5-c6 and c6 -c7, with associated spurring and foraminal narrowing. On (B)(6) 1996: the patient underwent x-ray of cervical spine. Impressions: postoperative c5 -c7 laminectomy. Degenerated discs, cs-cc and c6 -c7, with associated spurring and foraminal narrowing. On (B)(6) 1996: the patient presented with MRI of cervical spine. Impressions: resolution of previously noted right - sided c7 -ti disc herniation with no significant residual c8 nerve root compression. On (B)(6) 2002: lumbosacral spine and right knee radiographs. Impression: on the lumbosacral spine, minimal discogenic disease at l3 -s1. There was associated hypertrophic spurring of the vertebrae. Right knee impression: hypertrophic degenerative changes with soft tissue swelling. No definite acute fractures. There was mild medial subluxation of the femur on the tibia. There was moderate narrowing of the joint space, medially with associated varus deformity. Calcific loose bodies are seen over the anterior and posterior portions of the joints. On (B)(6) 2008 patient admitted injury to his low back, but he has claimed injury to his mid and low back, as well as his right knee. On (B)(6) 2010 the patient presented with complaints of mild back, low back and right knee pain. On (B)(6) 2010 the patient was diagnosed for: depressive disorder, pain disorder associated with both psychological factors and a general medical condition, male erectile disorder, status post lumbar laminectomy; status post cervical laminectomy /discectomy x 2 (1987, 2002); status post left knee surgery x 3; status post right knee surgery x 3; urinary urgency and penile numbness, onset 2009 psychosocial and environmental stressors - chronic low back pain with lower extremity numbness, prolonged absence from workforce, financial stress, urologic symptoms and global assessment of functioning (B)(6) 2010 the patient presented with complaints of right knee pain and back pain. On (B)(6) 2010: the patient complained of bucking of knee, lower back pain as well as numbness in the lower extremity post op right knee surgery ((B)(6) 2010). On (B)(6) 2010: the patient underwent: helical acquisition on the multi detector siemens volume zoom CT scanner. Mpr post processing was performed for interpretation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) -2008: the patient presented with the following preoperative diagnoses: lumbar spinal stenosis with myelopathy, multifactorial; mechanical low back pain; right lower extremity radiculopathy; l3-4 grade 1 spondylolisthesis. The patient underwent the following procedures: administration of therapeutic substances including corticosteroids, duraclon, and local anesthetics via transforaminal epidural selective nerve root block approach at the right l4 and right l5; fluoroscopic guidance for needle localization; epidurography. No patient complications were noted. On an unknown date, patient presented with low back pain radiating to bilateral legs, knee pain. Diagnoses: failed back surgery syndrome; post laminectomy syndrome; degenerative disc disease l/s knee osteoarthritis. (B)(6)-2010: the patient presented for a pre-operative history and physical evaluation. The patient has had chronic back problems for 2 years. Assessment: lumbar/sacral disc degeneration; cervical disc displacement; hypertension; gerd. The patient underwent pa and lateral view x-rays of the chest. Impression: normal hearth, clear lungs, metallic support plate noted in the lower cervical spine. On (B)(6) 2010, the patient presented with the following preoperative diagnoses: osteoarthritis of right knee; anemia, acute, due to blood loss; hypertension, stable blood pressure, no meds; chronic back pain. The patient underwent a right total knee arthroplasty and venous doppler study of lower extremities which was negative for dvt. The patient underwent knee surgery. (B)(6)-2010: a report on the specimen of right knee bone and tissue received from the patient's knee surgery was completed. No evidence of primary or metastatic malignancy is identified. (B)(6)-2010: the patient was discharged home. On (B)(6) 2010, the patient presented with knee pain and low back pain. The patient reported the pain as constant. On (B)(6) 2010, the patient presented with knee pain, low back pain radiating to bilateral legs. Diagnoses: failed back surgery syndrome; s/p laminectomy syndrome; degenerative disc disease l/s radiculopathy; knee osteoarthritis. On (B)(6) 2010, the patient presented with right knee pain and low back pain radiating to the right leg. There was some bilateral paraspinal muscle tenderness. Assessment: work-related injury; failed back surgery syndrome; post laminectomy syndrome; degenerative disc disease; radiculopathy; knee osteoarthritis and internal derangement. The patient's medication oxycontin was decreased to 10 mg b.i.d. On (B)(6) 2010, the patient presented with low back pain radiating into left lower extremity and left buttock/knee pain. Diagnosis: radiculopathy; muscle spasm; degenerative disc disease l/s on (B)(6) 2010, the patient presented with low back pain. Diagnosis: degenerative disc disease l/s failed back surgery syndrome; post laminectomy syndrome; radiculopathy. On (B)(6) 2010, the patient presented with severe low back pain which was sharp, burning, radiating to the bilateral leg. The patient also complained of numbness in both legs. The symptom was aggravated by standing and walking. He also complained of stiffness and occasional weakness. Assessment: failed back surgery syndrome; post laminectomy syndrome; degenerative disc disease l/s knee osteoarthritis and internal derangement. On (B)(6) 2010, the patient presented with chief complaints of low back pain down both legs. The pain was aching, throbbing and radiating into bilateral lower extremity, left greater than the right. He also reported the pain was severe in the left leg. He also reported decreased flexibility, decreased mobility, stiffness, left leg pain, cramps, numbness/tingling at b/l ankles and feet. Assessment: failed back surgery syndrome; post laminectomy syndrome; degenerative disc disease l/s knee osteoarthritis and internal derangement. On (B)(6) 2011, the patient presented with chief complaint of pain in knees. The patient complained of low back pain which was reported as constant, aching and radiating into the left leg. The symptom was aggravated by walking and standing. He also reported decreased flexibility, decreased mobility, stiffness, left leg pain and cramps. Assessment: failed back surgery syndrome; lumbar degenerative disc disease; post laminectomy syndrome; knee osteoarthritis and insomnia. On (B)(6) 2011, the patient presented with chief complaints of low back pain down both legs. The back pain was constant, sharp, aching, radiating, spasm, and it was mostly at lateral side of left calf. The pain radiated to the bilateral lower extremity, left greater than the right. The symptom was aggravated by walking, standing, lifting, bending. Assessment: failed back surgery syndrome; lumbar degenerative disc disease; post laminectomy syndrome; knee osteoarthritis and insomnia. On (B)(6) 2011, the patient presented with chief complaints of pain in low back, butt, down both legs. Assessment: failed back surgery syndrome; lumbar degenerative disc disease; post laminectomy syndrome; knee osteoarthritis and insomnia. On (B)(6) 2011, the patient presented with chief complaints of pain in low back, butt and both legs. Assessment: failed back surgery syndrome; lumbar degenerative disc disease; post laminectomy syndrome; knee osteoarthritis and insomnia. On (B)(6) 2011, the patient presented with chief complaints of pain in low back and right leg. Assessment: failed back surgery syndrome; lumbar degenerative disc disease; post laminectomy syndrome; knee osteoarthritis and insomnia.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6)-2001- patient underwent a MRI cervical spine - with contrast. Impression: at c4-5, there is spinal canal and bilateral neural foraminal stenosis, caused by diffuse endplate/uncinate spur formation, underlying disc bulge and right degenerative facet enlargement. There is neural foraminal encroachment at c5-6 and c6-7 caused by endplate/uncinate spurs. At c3-4, there is right neural foraminal encroachment caused by degenerative facet enlargement and small uncinate spurs. (B)(6)-2002- patient underwent an MRI cervical spine - with contrast due to upper extremity numbness. Impression: at the c4-5 level, there is spinal canal and bilateral neural foraminal stenosis secondary to degenerative changes and broad based posterior spur formation and disc protrusion. The extent of canal narrowing appears to be similar to that noted on the previous examination. There is neural foraminal encroachment at c5-6 and c6-7 bilaterally caused by end-plate/uncinate spur formation. At c3-4, there is right sided neural foraminal narrowing due to degenerative spur formation. (B)(6)-2004- patient underwent an MRI cervical spine - with contrast due to pain. Impression: there are postsurgical findings status post anterior discectomy and fusion from c4 to c7 and there are posterior laminectomy defects at c5, c6 and c7. Uncinate spurs result in bilateral neural foraminal encroachment at c4-5, greater on the left than the right, and a lesser degree of neural foraminal narrowing at c6-7. The findings are contributed to c4-5 by mild right degenerative facet enlargement. At c3-4, disc bulge with right endplate and uncinate spur formation and degenerative right facet enlargement result in right neural foraminal encroachment and central spinal canal stenosis with an ap midsagittal diameter of 9 mm. There is mild impression upon the anterior aspect of the spinal cord at this level. An MRI of the lumbar spine - with contrast was also conducted due to pain. Impression: at l3-4, there is marked degenerative facet arthrosis. There is a small amount of degenerative facet subluxation resulting in minimal grade I anterior spondylolisthesis of l3 on l4. There is disc degeneration and there is 2 to 3 mm disc bulge at this level. There are small left and right posterolateral annular tears. Disc degeneration, bulges and degenerative facet arthrosis are seen at other levels. There is no evidence of significant spinal canal or neural foraminal stenosis. (B)(6)-2004- patient underwent a CT scan due to right arm numbness, h/0 neck fracture x 3. Impression: hardware and bone grafts at c4-5, c5-6 and c6-7 are consistent with prior anterior discectomy and fusion procedure. There is solid bony fusion across the c5-6 and c6-7 interspaces. At c4-5, there appears to be failure of fusion with persistent lucency across the interspace and a faint linear lucency between the inferior aspect of the graft and the c5 vertebral body. Uncinate spurs and facet enlargement result in marked neural foraminal stenosis on the right at c3-4 and bilaterally at c4-5. Similar but less prominent findings result in moderate bilateral neural foraminal narrowing at c5-6 and moderate right and marked left neural foraminal narrowing at c6-7. (B)(6) 2005- patient saw physician due to a previous MRI-the MRI shows congenital narrowing of the l3-4 and l4-5 with hypertrophied ligaments causing moderately-severe spinal stenosis at l3-4 and l4-5. There is also some fluid collection at the facet joints, particularly at l3-4, probably indicating there is slight instability. (B)(6) 2005-(B)(6) 2006- patient presented to clinic with multiple counts of continued lower back pain and right buttock pain, but no significant aggravation with straight leg raise in the right lower extremity. (B)(6)-1987: the patient presented for a neurological examination after injuring himself at work slipping. The patient reported left medial scapular and shoulder pain with paresthesias and diminished sensation in the hand. (B)(6)-1987: the patient presented for exam. Impression: cervical spondylosis, herniated disc at c5-6 and c6-7 with early myelopathy and probably left c7 radiculopathy of mild degree. (B)(6)-1987: the patient underwent laminectomies at c5, c6, and c7. (B)(6)-1988: the patients doctor considered the patient to be permanent and stationary for the injury of (B)(6) 1987. (B)(6)-1993: the patient was struck by a car mirror. (B)(6)-1994: the patient presented with neck and right upper extremity pain. (B)(6)-1994: the patient presented for neurological examination. Diagnoses: right lower cervical radiculopathy with associated motor and sensory changes, further confirmed by electrodiagnostic studies. Abnormal magnetic resonance imaging scan or the cervical spine with multiple levels of cervical disc protrusion with associated compromise of multiple cervical nerve roots. Patient was given medrol and percodan. (B)(6)-1996: the patient was involved in a motor vehicle accident. (B)(6)-1996: the patient presented with neck pain, lower back pain, and numbness, tingling and loss of sensation in his right hand. Impression: cervical spine strain, lumbar spine strain, bilateral shoulder train, and mild c7 radiculopathy involving the right upper limb. There is also ulnar entrapment neuropathy involving the right upper limb of indeterminate etiology. (B)(6)-1996: the patient underwent a physical examination. Impressions: cervical spine strain with radiculopathy; lumbosacral spine strain. (B)(6)-1996: the patient presented for orthopedic exam. Diagnoses: cervical radiculitis; bilateral carpal tunnel syndrome; degenerative arthritis, both knees with superimposed trauma; lumbar strain with sciatica. (B)(6)-1999: the patient had a slip and fall injury. The patient reported neck pain and decreased range of motion. (B)(6)-1999: the patient presented with numbness in his left hand and arm. (B)(6)-1999: the patient underwent electrodianostic testing. Findings: some abnormalities in the left upper extremity ; degenerative changes in the cervical spine. (B)(6)-2009: the patient presented for a neurological exam. Impression: cervical myeloradiculopathy secondary to accident of (B)(6) 1999. (B)(6)-2000: the patient underwent CT and myelogram of the cervical spine. (B)(6)-2000: the patient underwent right carpal tunnel release. (B)(6)-2000: the patient presented for neurological exam. Impression: cervical spondylosis, c5-6 and c6-7 with resultant cervical neural foraminal stenosis. (B)(6)-2001: the patient presented with dyspepsia and depression. (B)(6)-2002: the patient presented with neck pain and stiffness, numbness in the right upper extremity, and pain and swelling in both knees, left greater than right. Diagnoses: strain, paravertebral musculature, cervical spine with consideration for intervertebral disc derangement; status post cervical laminectomy; spring bilateral knees. (B)(6)-2002: the patient presented with numbness in his right arm and hand. Impressions: cervical radiculopathy, right; status post laminectomy. (B)(6)-2002: the patient underwent anterior discectomy, partial vertebrectomy, and fibular allografts and anterior locking plate, c4-7. (B)(6)-2002: the patient was discharged home with vicodin. (B)(6)-2003: the patient presented for office visit. Assessment: hypercholesterolemia; depression: cervical radiculopathy; erectile dysfunction. (B)(6)-2004: the patient injured his lower back while on the job. (B)(6)-2006: the patient presented with lower back pain with bilateral lower extremity radiculitis and depression. Diagnoses: lumbosacral musculoligamentous sprain with bilateral lower extremity radiculitis; right sacroiliac joint sprain; stress, depression, and sleep disturbance. (B)(6)-2006: the patient presented for psychiatric evaluation. Diagnoses: depressive disorder (B)(6)-2007: the patient presentd with lumbosacral spine pain that radiates to the right foot, as well as numbness in his right foot and residual numbness in his right hand. Impression: l3-4 disc bulges with degenerative spondylosis and stenosis; preexisting two cervical spinal surgeries. It was also noted that videotape taken of the patient&#62688;activities on different dates suggests that he is not as limited or partially disabled as described in his exams. (B)(6)-2009: the patient underwent the following procedures: partial laminectomy, facetectomy, and foraminotomy at l4-5; hemilaminectomy with decompression of nerve roots, including partial medial facetectomy and foraminotomy at l3-4; partial posterior approach to a vertebral corpectomy at l3, l4, and l5; arthrodesis posterior interbody technique at l4-5 and l5-s1. (B)(6) 2008: patient underwent MRI of the lumbar spine due to low back pain. Impression: 1. L3-4: grade I spondylolisthesis of 5.0 mm with dorsal right foraminal annulus high intensity zone fissure or tear without focal protrusion. Severe canal stenosis and moderate neural foraminal stenosis. Severe facet hypertrophy. 2. L4-5: moderate to severe stenosis of the spinal canal with trefoil shape and bilateral neural foraminal stenosis due to diffuse dorsal disc bulge/protrusion of 5.0 mm with right extraforaminal protrusion compromising the right extraforaminal l4 nerve root. The dorsal annulus comes into contact with both l4 nerve roots exiting the foramina and l5 nerve roots traversing the lateral recess zones. 3. Disc dehydration at l2-3, l3-4, l4-5 and l5-s1. 4. The degree of spinal canal stenosis at l3-4 and l4-5 appears accentuated by congenitally short pedicles (congenital spinal canal stenosis). (B)(6) 2009: patient underwent CT scan of lumbosacral spine post lumbar fusion. Impression: 1. Discectomy and fusion with pedicle screws and partial facetectomies at l3-4 and l4-5 on the right. 2. Right l4-5 and to a lesser degree right l5-s1 foraminal stenosis. 3. Posterior disc bulging at l5-51. 4. Cannot rule out l5 and/or l4 root compromise on the right within the subarticular recesses of l5 and l4, respectively. CT myelography could be helpful in this regard. (B)(6) 2009: patient presented with low back pain and numbness radiating down bilateral legs. Patient underwent MRI of the lumbar spine with and without IV contrast. Impression: 1. Satisfactory pedicle screw rod fixation at l3, l4, l5 and prior discectomy with intervertebral cage placement at l3-4 and l4-5 disc spaces. 2. Congenital spinal canal stenosis due to congenitally short pedicles. 3. Improved spinal canal caliber at l3-4 and l4-5, status post right hemilaminotomy and partial facetectomy at both levels. 4. Right l4-5 bony neural foraminal stenosis. 5. L5-s1 stable diffuse dorsal disc bulge of 2 mm. 6. L3-4 mild grade I spondylolisthesis of 3-4 mm. (B)(6) 2010: patient presented with right lower extremity swelling. Patient underwent right lower extremity duplex venous sonogram. Impression: no evidence of dvt. (B)(6) 2010: patient presented with chronic left sided pain and recent right sided pain and with a history of three level fusions. Patient underwent non-contrast CT scan of lumbar spine. Impression: 1. No significant interval progression of right sided l4-5 neural foraminal stenosis due to bone fusion material in the inferior aspect of the foramen and extending into the right subarticular recess. 2. Stable appearance of prior l3-4 and l4-5 discectomy, intervertebral cage placement and pedicle screw/rod fixation of the l3, l4 and l5 levels. 3. Again noted, suspected right sided l4 nerve root compromise at the foraminal zone and right sided l5 nerve root compromise at the subarticular recess zone, unchanged appearance. (B)(6) 2008: patient underwent MRI of the lumbar spine due to low back pain. Impression: 1. L3-4: grade I spondylolisthesis of 5.0 mm with dorsal right foraminal annulus high intensity zone fissure or tear without focal protrusion. Severe canal stenosis and moderate neural foraminal stenosis. Severe facet hypertrophy. 2. L4-5: moderate to severe stenosis of the spinal canal with trefoil shape and bilateral neural foraminal stenosis due to diffuse dorsal disc bulge/protrusion of 5.0 mm with right extraforaminal protrusion compromising the right extraforaminal l4 nerve root. The dorsal annulus comes into contact with both l4 nerve roots exiting the foramina and l5 nerve roots traversing the lateral recess zones. 3. Disc dehydration at l2-3, l3-4, l4-5 and l5-s1. 4. The degree of spinal canal stenosis at l3-4 and l4-5 appears accentuated by congenitally short pedicles (congenital spinal canal stenosis). (B)(6) 2009: patient underwent CT scan of lumbosacral spine post lumbar fusion. Impression: 1. Discectomy and fusion with pedicle screws and partial facetectomies at l3-4 and l4-5 on the right. 2. Right l4-5 and to a lesser degree right l5-s1 foraminal stenosis. 3. Posterior disc bulging at l5-51. 4. Cannot rule out l5 and/or l4 root compromise on the right within the subarticular recesses of l5 and l4, respectively. CT myelography could be helpful in this regard. (B)(6) 2009: patient presented with low back pain and numbness radiating down bilateral legs. Patient underwent MRI of the lumbar spine with and without IV contrast. Impression: 1. Satisfactory pedicle screw rod fixation at l3, l4, l5 and prior discectomy with intervertebral cage placement at l3-4 and l4-5 disc spaces. 2. Congenital spinal canal stenosis due to congenitally short pedicles. 3. Improved spinal canal caliber at l3-4 and l4-5, status post right hemilaminotomy and partial facetectomy at both levels. 4. Right l4-5 bony neural foraminal stenosis. 5. L5-s1 stable diffuse dorsal disc bulge of 2 mm. 6. L3-4 mild grade I spondylolisthesis of 3-4 mm. (B)(6) 2010: patient presented with right lower extremity swelling. Patient underwent right lower extremity duplex venous sonogram. Impression: no evidence of dvt. (B)(6) 2010: patient presented with chronic left sided pain and recent right sided pain and with a history of three level fusions. Patient underwent non-contrast CT scan of lumbar spine. Impression: 1. No significant interval progression of right sided l4-5 neural foraminal stenosis due to bone fusion material in the inferior aspect of the foramen and extending into the right subarticular recess. 2. Stable appearance of prior l3-4 and l4-5 discectomy, intervertebral cage placement and pedicle screw/rod fixation of the l3, l4 and l5 levels. 3. Again noted, suspected right sided l4 nerve root compromise at the foraminal zone and right sided l5 nerve root compromise at the subarticular recess zone, unchanged appearance. (B)(6) 2008: patient underwent MRI of the lumbar spine due to low back pain. Impression: 1. L3-4: grade I spondylolisthesis of 5.0 mm with dorsal right foraminal annulus high intensity zone fissure or tear without focal protrusion. Severe canal stenosis and moderate neural foraminal stenosis. Severe facet hypertrophy. 2. L4-5: moderate to severe stenosis of the spinal canal with trefoil shape and bilateral neural foraminal stenosis due to diffuse dorsal disc bulge/protrusion of 5.0 mm with right extraforaminal protrusion compromising the right extraforaminal l4 nerve root. The dorsal annulus comes into contact with both l4 nerve roots exiting the foramina and l5 nerve roots traversing the lateral recess zones. 3. Disc dehydration at l2-3, l3-4, l4-5 and l5-s1. 4. The degree of spinal canal stenosis at l3-4 and l4-5 appears accentuated by congenitally short pedicles (congenital spinal canal stenosis). (B)(6) 2009: patient underwent CT scan of lumbosacral spine post lumbar fusion. Impression: 1. Discectomy and fusion with pedicle screws and partial facetectomies at l3-4 and l4-5 on the right. 2. Right l4-5 and to a lesser degree right l5-s1 foraminal stenosis. 3. Posterior disc bulging at l5-51. 4. Cannot rule out l5 and/or l4 root compromise on the right within the subarticular recesses of l5 and l4, respectively. CT myelography could be helpful in this regard. (B)(6) 2009: patient presented with low back pain and numbness radiating down bilateral legs. Patient underwent MRI of the lumbar spine with and without IV contrast. Impression: 1. Satisfactory pedicle screw rod fixation at l3, l4, l5 and prior discectomy with intervertebral cage placement at l3-4 and l4-5 disc spaces. 2. Congenital spinal canal stenosis due to congenitally short pedicles. 3. Improved spinal canal caliber at l3-4 and l4-5, status post right hemilaminotomy and partial facetectomy at both levels. Right l4-5 bony neural foraminal stenosis. 5. L5-s1 stable diffuse dorsal disc bulge of 2 mm. 6. L3-4 mild grade I spondylolisthesis of 3-4 mm. (B)(6) 2010: patient presented with right lower extremity swelling. Patient underwent right lower extremity duplex venous sonogram. Impression: no evidence of dvt. (B)(6) 2010: patient presented with chronic left sided pain and recent right sided pain and with a history of three level fusions. Patient underwent non-contrast CT scan of lumbar spine. Impression: 1. No significant interval progression of right sided l4-5 neural foraminal stenosis due to bone fusion material in the inferior aspect of the foramen and extending into the right subarticular recess. 2. Stable appearance of prior l3-4 and l4-5 discectomy, intervertebral cage placement and pedicle screw/rod fixation of the l3, l4 and l5 levels. 3. Again noted, suspected right sided l4 nerve root compromise at the foraminal zone and right sided l5 nerve root compromise at the subarticular recess zone, unchanged appearance. (B)(6) 2008: the patient presented with lower back pain radiating to right thigh, numbness of right toe, right knee pain and bladder/bowel symptoms. The patient reported that on (B)(6)-2008, he stepped on a piece of paper and slipped twisting his right knee and hurting his lower back. The patient also had the following symptoms: mild distressed secondary to pain; severely restricted range of motion of lower spine; spine tilted to the right; mildly restricted range of motion of right knee on flexion. The patient was also diagnosed for: lumbar strain; lumbar radiculopathy; right knee sprain. The patient underwent x-ray of the lumbosacral spine. Impression: minimal discogenic disease at l3 through s1; there is associated hypertrophic spurring of the vertebrae. The patient underwent x-ray of the right knee as well. Impression: hypertrophic degenerative changes with soft tissue swelling; no definite acute fractures; there is mild medial subluxation of the femur on the tibia; there is moderate narrowing of the joint space, medially with associated varus deformity; calcific loose bodies are seen over the anterior and posterior portions of the joint. (B)(6) 2008: the patient presented with sore back and reported that the right knee pain was aggravated by walking. On examination, patient had severely restricted range of motion of lower spine; paraspinal tenderness; mildly restricted range of motion of right knee on flexion. The patient was diagnosed for: lumbar strain; lumbar radiculopathy; right knee sprain. (B)(6) 2008, (B)(6) 2008: the patient presented with worsening lower back pain radiating to right leg, right buttock pain and numbness of right foot, and reported that it was uncomfortable to sit and sleep. On examination, patient had severely restricted range of motion of lower spine; paraspinal tenderness. The patient was diagnosed for: lumbar strain; lumbar radiculopathy; right knee sprain.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 08 ¿ lumbar spine (preop) MRI ¿ t2 ¿ t1 axial sagittal images, & stir sagittal images; anterolisthesis & ddd present at multiple levels; ddd worse at l3-l4-l5; mild to moderate central canal stenosis at l3-l4; foraminal stenosis present at l3 ¿l4-l5 on left and right sides; there is a facet arthropathy present; moderate central canal stenosis. (B)(6) 2009 ¿ CT of lumbar spine; scout images show there¿s been posterior fusion l3-l4-l5; pedicle screw placement at l3 appears appropriate without evidence of hardware loosening; interbody graft present at l3-l4; pedicle screw placement at l4 appears appropriate; bi-cortical purchase right l4; interbody graft present at l4-l5; pedicle screw placement at l5 appears appropriate; no wall violations are present w/any of the pedicle screws; posterolateral bony arthrodesis is present; coronal images demo a paucity of bone graft and bony formation within l3-4, l4-5; lateral callus present at l4-5; sagittal images demo foraminal stenosis right-side l4-5, l3-4 foramen appears to be patent; foraminal compromise secondary to unable to determine if that is new bony growth vs. Presence of new bone graft; bony compression of l4-5 frame (B)(6) 2009 ¿ MRI; t1-t2 sagittal axial images, as well as t1 axial sagittal post-contrast images; these images demonstrate patency of central spinal canal; no evidence of fluid collection; no epidural compression; w/satisfactory decompression at l3-l4 compared to previous imaging; sagittal imaging demo patent foramen at left l3-l4, l4-l5, l5-s1; on right side does appear to be foraminal stenosis at l4-5 level; l3-4 appears patent; would defer to an actual radiology report to comment on if there is inflammation or scar tissue formation. (B)(6) 2010 ¿ CT of lumbar spine; no evidence of hardware loosening here; appears to be stable amount of posterolateral bony formation; don¿t really see any bony narrowing of the central canal compared w/the last CT on axial imaging; noticeable maturation of the bone at the right l4-l5 foramen w/progressive foraminal stenosis; also notice bony bridging of the facet at l; relative paucity of bone formation; appears to be fused; would agree solid fusion is present, certainly progressive foraminal stenosis; canal is patent.

Manufacturer narrative:
(B)(4)

Event description:
Surgeries: surgery to correct deviated septum (1970s). It was reported that on: (B)(6) 2006: the patient underwent psychological testing and psychiatric evaluation. The psychological test results were highly abnormal. The psychological test results confirmed abnormal anxiety, somatization, dependency/failed repression and agitation/restlessness. (B)(6) 2006 the patient presented with severe pain and stress. (B)(6) 2008 the patient slipped on a piece of paper and his knee bent to the side and he fell. He experienced immediate pain. On the following day, he underwent x-rays of his back and knee. He was referred for physical therapy and provided with pain medication. (B)(6) 2009 the patient underwent three-level spinal fusion surgery. Titanium-like plates and six screws were inserted into l3-5. Post operatively the patient felt numbness from the waist down with back pain radiating into his buttocks and right leg. Due to severe damage at the l3, l4 and l5 discs, the surgeon inserted a half inch spacer between each of the vertebras which increased patient's height approximately one inch as well as caused stretching of his nerves, muscles and tendons contributing to constant pain, numbness and difficulty walking and moving. (B)(6) 2009 the patient presented with complaints including sharp spasmatic pain in his back. The diagnosis was muscle spasm radiculop athy. (B)(6) 2009 the patient presented with complaints of continued severe back pain and spasmatic pain that was episodic in nature. The diagnoses were radiculopathy and muscle spasms. (B)(6) 2009 the patient presented with complaints including residual numbness in his right lower leg and buttocks that decreased by a pproximately 15 to 20% during the course of the last eight weeks as well as numbness in his left lower leg that decreased approximately 50% as well as intermittent pain in his right buttocks that radiated into his thigh and right calf. He also complained of depressed mood and mood swings as a result of recuperation from the surgery. (B)(6) 2009 the patient underwent psychiatric evaluation and psychological testing. The psychological test results were abnormal. Bec k depression inventory score of 22 placed the patient in the "moderate to- severe" range of subjective depression, according to beck scoring criteria. The psychological test results confirmed abnormal anxiety, somatization and agitation/restlessness. (B)(6) 2009 the patient underwent psychiatric evaluation and psychological testing. The psychological test results confirmed residual abnormal levels of anxiety, hopelessness and depression with fatigue, cognitive impairment, pessimism, intolerance of others and sadness. (B)(6) 2009 the patient presented with the chief complaint of low back pain. He stated his back pain was located on the right side and it was shooting down his legs. The patient presented with the following pre op diagnoses: 1. Neurogenic claudication of bilateral lower extremities, right greater than left 2. L3-4 spondylolisthesis resulting in dynamic instability at that level 3. L4-5 advanced degenerative disk disease and disk derangement resulting in spinal stenosis. 4. Lumbar spinal stenosis without myelopathy, severe. The patient underwent the following procedures: partial laminectomy, facetectomy, and foraminotomy at l4-5; hemilaminectomy with decompression of nerve roots, including partial medial facetectomy and foraminotomy at l3-4; partial posterior approach to a vertebral corpectomy at l3, l4, and l5; arthrodesis posterior interbody technique at l4-5 and l5-s1; application of an intervertebral biomechanical device consisting of carbon fiber cages at l4-5 and at l3-l4; use of structural allograft consisting of vitoss as well in spi nal surgery; use of bmp; arthrodesis, posterior-posterolateral lumbar technique at l3-4 and l4-5; segmental bilateral posterior spinal instrumentation consisting of pedicle screw fixation at l3, l4, and l5; use of the operating microscope for microscopic dissection; interpretation of ap and lateral localizing radiographs as well as supervision and monitoring of fluoroscopic equipment and personnel; neurophysiologic monitoring intraoperatively, 6 nerve roots, 4.5 hours; multilayered wound closure measuring 10 cm in total; lumbar neuroplasty. No patient complications were noted. Findings: intraoperative findings include severe degree of neural compromise and foraminal stenosis at the l4-5 and l3-4 levels. The patient underwent x-ray of the lumbar spine. (B)(6) 2009 the patient complained of residual weakness on bilateral lower extremity. (B)(6) 2009 the patient presented with the chief complaint of low back pain and bilateral lower extremity weakness. (B)(6) 2009 the patient presented with the chief complaints of difficulty with ambulation, activity of daily living status post work-related injury, status post lumbar spine surgery. He was admitted to the hospital for continuity of care and rehabilitation. He described his pain as being up to 7 to 8 out of 10 even with all medications. The pain was more over the lower back with radiation to bilateral lower limbs. (B)(6) 2009 the patient presented with the chief complaint of low back pain. The patient reported that he has severe, sharp, pressure pain at his back. He described the pain as stabbing and constant. Color flow duplex sonography revealed no evidence of thrombus in the deep or superficial venous systems of bilateral lower extremities. Doppler indicated normal venous flow in the common femoral, superficial femoral, popliteal, greater saphenous and calf veins. (B)(6) 2009 the patient complained of constipation, lbp and pain/numbness on bilateral lower limbs. (B)(6) 2009 the patient underwent EKG study, which showed normal sinus rhythm. (B)(6) 2009 the patient presented with difficulty to control hypertension. He had variable blood pressure and it was ranging from 90 s to 136, despite different management of his antihypertensive medication. A cardiology consultation was obtained for further evaluation and management. (B)(6) 2009 the patient was discharged from the hospital with the following diagnoses: 1. Non specific non traumatic lumbar spinal cord injury, work related with radiculopathy, status post l3 to l5 laminectomy fusion on (B)(6) 2009. 2. Paraparesis /gait abnormality/pain syndrome. 3. Degenerative disc disease. 4. Hypertension, labile. 5. Anemia, iron deficiency. 6. Hypercholesterolemia. 7. History of alcohol usage. 8. Constipation.

Manufacturer narrative:
(B)(64. Image review report: (B)(6) 2009 post op l spine ap/lateral xrays show instrumentation placed from l-3 ¿ l5 with interbody material present at l3-4, l4-5. Procedure performed through two paramedian incisions. Hardware placement appears appropriate. Narrative impression. Limited follow up study data provided. Initial post op imaging looks fine. Root cause: indeterminate total time 15 minutes.

Event description:
It was reported that on (B)(6) 2008: the review of MRI and radiology report revealed that vertebral body height and marrow signal is normal. No lytic or blastic lesions are noted. Conus tapers at the l1 level. The t12-l1, l1-2 and l2-3 levels are within normal limits except for some disc dehydration noted at the l2-3 level. The l3-4 level reveals severe central stenosis of the spinal canal, which is caused by a combination of ligamentous labrum hypertrophy, grade spondylolisthesis measuring 5.0 mm as well as a diffuse dorsal disc protrusion measuring 5.0 mm. There is associated bilateral facet hypertrophy, which in conjunction with the grade I spondylolisthesis and ligamentum flavum hypertrophy and thickening causes moderate-to-severe bilateral foraminal stenosis. The l4-5 level reveals moderate-to-severe central and foraminal stenosis, which is caused by severe bilateral facet and ligamentum flavum hypertrophy. There is lateral recess stenosis noted at this level. There is noted to be some loss of disc height. L5-51 level reveals no evidence of any central foraminal stenosis with bilateral foraminal stenosis, which is moderate caused by moderate bilateral facet hypertrophy. (B)(6) 2009: the patient presented for follow-up examination. He had noted further deterioration of his low back symptoms. Impressions: right lower extremity radiculopathy with s1 nerve root irritation; grade I spondylolisthesis of l3 on l4; lumbosacral sprain; lumbar spinal stenosis, without myelopathy, multilevel, from l3-s1; right knee medical collateral strain; right knee osteoarthritis, end-stage. On (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2010, (B)(6) 2010 the patient presented with problems of back with the following diagnoses: lumbar root injury, fx lumbar vertebra close, physical therapy and difficulty in walking. (B)(6) 2009: the patient presented with difficulty with ambulation, activity of daily living status post work-related injury, status post lumbar spine surgery. Impression: patient with nonspecific non-traumatic lumbar spinal cord injury; status post l3 to l5 laminectomy fusion on (B)(6) 2009; paraparesis; gait abnormality; constipation; hypertension; anemia. Prosthetic devices implanted: include pedicle screws from abbott spine, pathfinder minimally invasive system as well as dual titanium rods which were pre-contoured, as well as carbon fiber cages from the depuy acromed system. Per op notes, after preparation of the disk with sequential reamers, a 12-mm carbon fiber cage which was packed with bone graft which was harvested through a separate fascial incision was advanced into the l3-4 disk space. The cartilaginous end plates of the l4 and l5 vertebral bodies were totally removed, thus completing partial posterior approach to the vertebral corpectomy at those levels. Next, attention was turned to the l4-5 disk space, where the same procedure was carried out with resection of the facet complex. A transforaminal technique was used in order to gain access to the l4-5 disk space. The disk space, including cartilaginous end plates and subchondral bone, was then debrided, and then, after preparation of the disk space with curettes as well as box chisels and reamers, a single 14 mm carbon fiber cage which was also packed with vitoss as well as healos as well as autogenous bone was then advanced into the disk space. Provisional compression was performed, and a reduction maneuver was performed on the l3-4 spondylolisthesis. Next, all wounds were irrigated and closed in layers. (B)(6) 2009: the patient underwent x - ray study of lumbar spine. Impressions: posterior fusion at l3-l5. (B)(6) 2009: the patient presented with abnormal gait. (B)(6) 2009: the patient presented with low back pain and numbness. Assessment: degenerative disc disease and radiculopathy. (B)(6) 2009: the patient presented with low back pain and radiculopathy. Assessments: degenerative disc disease and radiculopathy. (B)(6) 2009; (B)(6) 2009; (B)(6) 2009: the patient presented for follow-up. Impression; status post hemilaminectomy, facetectomy and foraminotomy at l4-5 and l3-4; status post partial posterior vertebral corpectomy at l3, l4 and l5; arthrodesis l3-4, l4-5 and l5-s1. On (B)(6) 2009 the patient presented with complaints of burning sensation on the dorsal aspect of his right foot. Clinical impression & diagnoses: status post hemilaminectomy, facetectomy and foraminotomy at l4-5 and l3-l4; status post partial posterior vertebral corpectomy at l3, l4 and l5; arthrodesis l3-4, l4-5 and l5-s1. On (B)(6) 2009 the patient presented with complaints of persistent numbness in the waist, radiating down to. The legs, ankles, and feet, right greater than left. Clinical impression & diagnoses: status post hemilaminectomy, facetectomy and foraminotomy at l4-5 and l3-l4. Status post partial posterior vertebral corpectomy at l3 1l4 and l5. Arthrodesis l3-4, l4-5 and l5-s1. Right knee osteoarthritis. On (B)(6) 2010 the patient presented with complaints of numbness and tingling. Diagnoses status post hemilaminectomy, facetectomy and foraminotomy at l4-5 and l3-l4. Status post partial posterior vertebral corpectomy at l3, l4 and l5. Arthrodesis l3-4, l4-5 and l5-s1. On (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2015, the patient presented with problems of knee and underwent physical therapy. The patient reported of difficulty in walking and pain in limb. On (B)(6) 2010 the patient presented with diagnoses of degenerated disc disease, chronic low back pain syndrome, and lumbar radiculopathy. The patient underwent caudal epidural catheter insertion under multiplanar fluoroscopic guidance epidural steroid injection procedure. Epidurogram and interpretation, ap and lateral view evaluation. On (B)(6) 2011 the patient presented with pre-op diagnoses of status post l3-4, l4-5 transforaminal lumbar interbody fusion. Post-fusion laminectomy syndrome with heterotopic ossification. Bilateral l5 radiculopathy. The patient underwent the following procedures: bilateral l5 transforaminal epidural steroid injections. Lumbar epidurography. Use of fluoroscopy in needle placement and localization of the spine.

Event description:
It was reported by the patient's attorney that the patient underwent surgery with implant of bmp as part of a spinal fusion procedure. Approximately 5 months post-op, the patient reportedly learned that the device leaked, causing bone to grow in areas not intended, encasing nerves with bone growth, and causing permanent injuries.